Event description:
When a hulka fallopian tube clip was applied, it came out of the applicator and fell into the abdominal cavity. The physician searched the abdomen. The clip was not retrieved. Another clip was applied successfully. No add'l surgery was done to recover the lost clip.